Event description:
It was reported that the patient was having increased pain while using the spinalpak. The patient stated that the pain started right away. The patient called his doctor and was told to try wearing the unit for 5 hours a day. The patient stated that he tried that and still has pain. The patient thinks the pain is coming from the device. The patient was advised by customer service to take a break in treatment and conduct a time test. A new controller was sent to the patient. It was later reported that the patient had a cervical fusion from c3 to c5. The patient wears the unit on the back of his neck. The patient stated that the pain is deep and he feels it more on the right side. The patient stated he spoke to the doctor and was told to try treating for 8-9 hours a day. Nothing was prescribed or recommended. The patient said that the unit caused him to have an occipital headache. The patient stated that the pain is a 9 out of 10. The patient stated that he cannot treat with the unit and is no longer using it. The patient was advised by the customer service team to contact the doctor and tell them about the pain and that he cannot treat.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Manufacturer narrative:
Additional information: d9: return to manufacturer date: g3: date received by manufacturer, h6: method, results, conclusions. Corrected data: b2: outcomes attributed to adverse event, d1: brand name, d2: common device name, d4: model number, g4: premarket identification, h5: labeled for single use. The spinalpak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinalpak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one spinalpak stimulator part no. 1067717 with serial number: (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The spinalpak stimulator compliance data was downloaded on (B)(6) 2024. The compliance data indicates the unit treated for 11 days 6 hours and 55 minutes. There were no non-conformance's or deviations reported on the DHR. The sp unit ran burn-in stand-alone ¿battery¿ only for more than 24 hours with no problem. The measured output period was 16.42 usec (specification - output period from 15.2usec ¿ 18.5usec) ¿¿pass¿. The measured output amplitude was 6.2 vpp (specification - output amplitude from 5.4vpp ¿ 6.4vpp) ¿¿pass". All tests/inspections were completed using tektronix oscilloscope ID os-c001066 with calibration due on april 23, 2025; and tf1930 s/n: (B)(6) with a calibration due date of february 15, 2025. Test/inspections were completed by the quality department on september 9, 2024. The failure was not confirmed for the reported condition of the "experienced pain". The unit was tested and the unit stopped beeping when the dummy load was entered. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Review of complaint history identified (29) total complaints from (june 10, 2023) to (june 10, 2024) for pn: (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient was having increased pain while using the spinalpak. The patient stated that the pain started right away. The patient called his doctor and was told to try wearing the unit for 5 hours a day. The patient stated that he tried that and still has pain. The patient thinks the pain is coming from the device. The patient was advised by customer service to take a break in treatment and conduct a time test. A new controller was sent to the patient. It was later reported that the patient had a cervical fusion from c3 to c5. The patient wears the unit on the back of his neck. The patient stated that the pain is deep and he feels it more on the right side. The patient stated he spoke to the doctor and was told to try treating for 8-9 hours a day. Nothing was prescribed or recommended. The patient said that the unit caused him to have an occipital headache. The patient stated that the pain is a 9 out of 10. The patient stated that he cannot treat with the unit and is no longer using it. The patient was advised by the customer service team to contact the doctor and tell them about the pain and that he cannot treat.